Manufacturer narrative:
(B)(4). All information available to the manufacturer at this time has been submitted.

Event description:
Medical records were received for a patient on continuous cycling peritoneal dialysis (ccpd) using a liberty cycler revealed the patient developed a "very serious" sepsis infection secondary to bacterial peritonitis. The records notated the peritonitis appeared to have been caused by (B)(6). The patient was hospitalized from (B)(6) 2015 and transferred to another facility (type unspecified). The patient was discharged to go home on (B)(6) 2016. As of february 2016, the patient was completing peritoneal dialysis with no further issues.

Manufacturer narrative:
Clinical review of the medical records revealed there was no documentation supporting a possible association between the fresenius dialysis products and the events of peritonitis, sepsis, and outcome of hospitalization.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
The following is from medical records received from the patient's treatment facility. The patient had abdominal pain on the morning of admission and had diarrhea and constant, diffuse abdominal pain that radiated to her back and neck. The pain worsened with deep breaths. A visiting nurse felt she was confused when doing a home visit. When the ems arrived her blood sugar was 50 and then 43. She was treated with glucagon with effect as her glucose was 75 enroute to the hospital. Her pain was treated with morphine with effect upon arrive to the emergency department (ed). Her pain was felt in the bladder area and she noted some nausea while in the ed. She noted some mild pain in the area of her peritoneal dialysis site. She was also noted to have guarding of her abdominal area during exam. Her systolic blood pressure was 80 and she had an increased heart rate. She was treated with 2l of IV fluids and started on vancomycin, ceftazidime and zosyn. Her magnesium was noted to be low and treated with magnesium sulfate. Prior to her transfer to the ICU her sugar was noted be in the 30s and that was treated with dextrose. On transfer her blood pressure had increased to the "one-teens." She was diagnosed with (B)(6) peritonitis and septic shock. The patient was discharged on (B)(6) 2015.